Manufacturer narrative:
The events occurred from (B)(6) 2022. Initial reporter address:(B)(6). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of unspecified access sets leaked at the hubs, y-sites, and drip chamber. The sets were used to infuse blood/red blood cells, total parenteral nutrition (tpn), and were not restricted to caustic medication. The events occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.